Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument stopped working. The customer had to get another harmonic ace instrument which also stopped working. The third harmonic ace instrument was fine to finish the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.22¿ from the base. Broken piece was not returned.